Event description:
Pacemaker & lead failure to capture on out pt visit two weeks after pacemaker insertion. Chest x-ray showed possible lead fracture & pt was schedure for lead replacement. As the time of pacemaker explantation to be not secured to pacemaker lead header.